Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced a failed sensor five days after insertion. Upon removing the sensor, he noticed that part of the sensor wire appeared to be underneath his skin but that it was not causing him any discomfort.